Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), a patient aspirated their dental implant during clinical procedure. Osseointegration failure and edema were also reported. The implant was removed four months after initial placement.